Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that the combiset lines were found to have a section of line that was almost entirely fused together in the middle. It let enough saline through to pass test but when attempting to start the patient it would not run. The section was fused and flattened. The patient experienced minimal blood loss and a new set up was implemented, but treatment was delayed. Upon follow up, the clinic manager stated the fused section on the combiset was found during initiation of treatment. The 2008t in use at the time alarmed and a fresenius dialyzer was also in use. There were no loose connections found. The combi set did not have any damage, but the fused section appeared to be a defect. There were no external leaks observed. The patient's total estimated blood loss (ebl) was less than 10 ml since some of the blood was not returned. The clinic manager confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The clinic manager confirmed that the actual and companion samples were unavailable to be sent back for physical analysis.